Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an ¿unable to proceed¿ alert during ilet setup on a replacement device, associated with an occlusion during fill tubing, after which a dry run was successful and repeating the process with new supplies resolved the issue and the setup was completed. Symptoms included no reported clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included guided troubleshooting by customer support and verification via a successful dry run and successful setup with new supplies. Investigation of this case revealed a transient setup obstruction consistent with an occlusion during fill tubing, with resolution upon replacement of supplies, and no device hardware defect identified. It was concluded, based on previously established findings for similar reports, that the cause was user/setup related and supply-related occlusion during priming.